Manufacturer narrative:
Reference CAPA (B)(4).

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. The root cause for the stenosis and regurgitation remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a model 23mm pericardial aortic valve will possibly be replaced with another device after an implant duration of approximately 11 years, 3 months due to stenosis. The surgery has not been scheduled yet. No additional details were provided.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to include additional information received through follow-up. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device was not available for return and evaluation. Based on the available information, the root cause for the calcification and host tissue remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Duplicate report number 2015691-2018-03313 was also submitted for this event.

Event description:
Edwards received additional information through follow up with the healthcare provider. It was reported that 23mm valve was explanted after an implant duration of 12 years, 10 months due to severe symptomatic aortic stenosis and mild aortic insufficiency. The 23mm was reported to be stenotic with fibrotic and calcified leaflets. The explanted valve was replaced with a 23mm pericardial aortic valve. The patient separated from cardiopulmonary bypass in bradycardiac sinus rhythm with av pacing and without need for inotropic support. Transesophageal echo showed preserved ventricular function and no aortic insufficiency or perivalvular leak. Patient was discharged on post operative day six. Pathology report noted bioprosthetic aortic valve explant valvular tissue with fibrocalcific degeneration.